Event description:
Customer reported on sensation several days after capsule was placed. Our medical advisor tried to contact the medical staff and was informed that the doctor decided to let the caps fall off on its own.